Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 380cc saline mentor smooth round high profile breast implants. During the procedure the physician experienced a defective valve on the breast implant. As a result, the physician used another 380cc saline mentor smooth round high profile breast implant, catalog number 3503380, serial number (B)(4). No patient consequences or adverse event was reported.

Manufacturer narrative:
On 2/6/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/8/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).